Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) competitor implantable pacing lead (B)(6) 2005; 0145 competitor implantable tachy lead (B)(6) 2000. (B)(4).

Event description:
It was reported that the left ventricular lead was found to have dislodged from the original branch it was positioned in. The lead had pulled back into the main coronary sinus. The lead was capped and replaced with a new lead. No patient complications have been reported as a result of this event.